Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
A consumer reported having experienced a corneal ulcer, left eye, after one use of focus dailies contact lenses. She states she has visited an unspecified eye care professional weekly, was treated with antibiotics and steroids, and has discontinued lens wear. She states her eyes seem fine. She reported having a pre-existing history of multiple corneal ulcers, left eye, with a different brand of contact lenses. Several requests have been made for additional information, however, no further information has been provided.